Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and was reimplanted with a new device during the same surgery. This report is filed january 22, 2016.

Manufacturer narrative:
This report is filed may 10, 2016.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device, however; the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, december 7, 2015.